Event description:
The patient reported e7 (electronic) error was displayed on the infusion device and she was unable to clear the error. She then changed the battery and insulin cartridge and was able to start the infusion device normally. On (B)(6) 2012 at 8:00am the mother reported that the infusion device stopped working during the night and the patient's blood glucose elevated and she was nauseous and was vomiting. The patient was taken by ambulance to the hospital and her blood glucose measured 14.5 mmol/l (261 mg/dl). When she arrived at the hospital her blood glucose measured 17.5 mmol/l (315 mg/dl). She was treated with an infusion of degan and insulin and her blood glucose decreased to 8-10 mmol/l (144-180 mg/dl). The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the unites states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
The complaint can be verified. E7 (electronic) error were found in the history and correctly triggered. The vibrator motor does not function. An internal defect of the vibrator led to the problem.